Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation; the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low, and for the fiber bonding in the outer tube area (distal end) is damaged, a clear conclusion about the cause of the reported adverse event cannot be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device displayed a bad picture the issue occurred during preparation for use. There were no reports of patient harm.

Event description:
It was reported that, the subject device displayed a bad picture the issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.